Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for label lift was observed. A review of the manufacturing records was completed for the incident lot # 5055342 and the review revealed that wear on a number of components of the labeling equipment had given rise to labels not being completely adhered to the needle shields. Conclusion: root cause due to ware of components of the labeling equipment.

Event description:
It was reported that labels of bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle stuck together causing needles to self-open. No injury or medical intervention.